Event description:
The device has been explanted, replaced and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b3, b5, d6b, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Healthcare professional reported left side rupture confirmed via MRI and mammogram and exchange of textured device due to product concern. Device remains implanted.